Manufacturer narrative:
The lumis device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient passed away while on a lumis 150 device. It was requested of resmed to confirm the time therapy started and stopped on the night of the event and assist with investigation of whether the device functioned as intended on the night of the event.

Manufacturer narrative:
The lumis device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. A clinical opinion for this event concluded that there is insufficient evidence to suggest that the patient's death was caused or contributed to by the device performance. Resmed's risk analysis for the use of this device remains unchanged and acceptable. (B)(4).

Event description:
It was reported to resmed that a patient passed away while on a lumis 150 device. It was requested of resmed to confirm the time therapy started and stopped on the night of the event and assist with investigation of whether the device functioned as intended on the night of the event.